Event description:
Patient contacted biomet and reported that he underwent left total knee arthroplasty in 2000. Subsequently, patient was revised in 2007 to remove and replace the patella button and tibial bearing, due to wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed october 29, 2009.